Manufacturer narrative:
Additional narrative: without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the staff discovered the black shaft of the 5.0mm flexible screwdriver from the tfn locking set is kinked and no longer works properly to tighten the shim in place nor remove the helical blade coupling screw. The procedure was successfully completed without delay. There were no patient consequences. Concomitant device reported: unknown insertion instruments (part# unknown, lot# unknown, quantity 1), unknown insertion instruments: connecting/coupling screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).